Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, the valve tissue was dark and moderately desiccated, possibly due to the solution the valve had been placed in post-procedure. All leaflets were stiff, partially due to the receipt condition, but moderately flexible. Tissue disruption on the tunica of the left and right cusp appeared to be due to the removal of host tissue during explant. A tiny abrasion was noted on the free margin of the right cusp adjacent to the point of coaptation. The non-coronary left and left right commissures were intact. A tear in the right non-coronary commissure appeared to have occurred during explant. Pannus lined the outflow rail of the right cusp, along the outflow margin of attachment to the left right and right non-coronary stent posts and commissural areas. The tear line on the tunica of the right cusp shows evidence that pannus may have extended 1 to 7 mm onto the right cusp reducing the inflow orifice area. It appeared that pannus had been removed on the inflow and outflow during explant. Small clusters of tan thrombotic host tissue lined the outflow margin of attachment of all cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted over 2 years, was explanted due to aortic stenosis. No adverse patient effects were reported.